Event description:
The reported description of this complaint notes that the customer was unaware of a change in the pt's heart rate which was beyond the preset alarm limit. No pt harm was reported.

Manufacturer narrative:
(B)(4): the reported description of this complaint notes that the customer was unaware of a change in the pt's heart rate which was beyond the preset alarm limit. No pt harm was reported. It was noted that a red (high priority) alarm did occur about 90 seconds after the heart rate numeric value was found to have been increased beyond the heart rate lower priority alarm parameter limit. The monitor alarm log showed a silenced yellow alarm. The monitor was tested and passed all testing. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.